Event description:
It was reported that during the implant, the helix mechanism did not perform as expected. The lead was not used and another lead was implanted. It was further reported that the helix screw would not extend. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that the inner insulation was kinked/buckled, there was blood in/on the helix mechanism, the guidetooth was damaged, the lead was stretched, and the lead was damaged at implant. The analyst also noted that the lead was returned with the distal coil distorted within the connector, it was not possible to extend or retract the helix.

Event description:
It was reported that during the implant, the helix mechanism did not perform as expected. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.